Event description:
It was reported that the iv3000 1 hand 10x12cm was used to fix the catheter. On the next day, the patient complained of skin pruritus at the dressing site. The nurse found that the patient had skin allergy under the transparent dressing. They replaced the dressing for the patient, and took vitamin c and calcium gluconate desensitization treatment according to the doctor's advice. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the iv3000 1 hand 10x12cm was used to fix the catheter. On the next day, the patient complained of skin pruritus at the dressing site. The nurse found that the patient had skin allergy under the transparent dressing. The device was used for treatment and was not returned for analysis. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. The batch records were reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. A complaint history review revealed a small number of similar instances in the last three years. The risk files, mitigate the reported issues with no updates required. A clinical review concluded that the information provided is insufficient to determine whether the patient¿s symptoms, are due to a pre-existing or concurrent medical or surgical condition or procedure. It cannot be definitively concluded that the root cause of the reported skin pruritus is the direct result of using the iv3000 product. It was communicated via e-mail that the patient is fine. Since no further harm is anticipated no further clinical assessment is warranted at this time. Probable root cause is incorrect skin preparation or dressing application or an allergic reaction by the patient to one or more of the components in the dressing the users of the reported product are advised to consult the IFU, to prevent future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including the correct skin preparation and dressing application. This investigation is now complete, with no corrective actions required. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.